Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor smooth round high profile 500cc saline prosthesis, catalog #3503500, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 38-year-old female underwent primary breast augmentation with a mentor smooth round high profile 500cc saline prosthesis and experienced deflation post procedure. As a result, bilateral prosthesis replacement with mentor smooth round high profile 630cc saline prostheses was performed on (B)(6) 2018. No other issues were noted. The patient was in stable condition after the replacement surgery.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round high profile 500cc saline prosthesis and experienced deflation post procedure. Upon device were received without fluid. Foreign material wasn't observed within device and on shell surface. No anomalies were discovered. Leak testing of the device, in accordance with mentor procedures, revealed no leakage sites. The complaint was not confirmed. Mentor performs 100% inspection and testing of all devices prior to release. There is no root cause, since no anomaly was reported and no issues/damages were observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) of lot number 5780246 was reviewed on 3/20/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The mentor failure analysis lab received the device for evaluation on 4/5/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).